Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 implantable pacing lead, (B)(6) 2009; 6935 implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed endocarditis and bacteremia. Patient received antibiotic therapy. The implantable cardioverter defibrillator (ICD) and two leads were explanted and will be replaced when the infection clears. No further patient complications have been reported as a result of this event.